Manufacturer narrative:
(B)(6)

Event description:
It was reported that the anchor presented a crack shortly after the doctor implanted it in the patient, reason why it was broken, and it was not able to take the whole implant of the patient. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Event description updated information added.

Event description:
It was reported that the anchor presented a crack shortly after the doctor implanted it in the patient, reason why it was broken and it was not able to take the whole implant off of the patient. A backup device was available to complete the procedure with no patient injuries.